Event description:
It was reported that the patient was implanted with a device and lead and died approximately nine months after the procedure. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was implanted with a device and lead and died approximately nine months after the procedure. The cause of death has been requested and not received. It was reported that the patient was implanted with a device and lead and died approximately nine months after the procedure. The cause of death has been requested and not received. Based on follow-up received, the patient was admitted to the hospital for biliary sepsis from cholangitis complicated by atrial fibrillation in which the high ventricular rates were difficult to control. The death was unrelated to the device/lead system. The cause of death was sepsis.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.